Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event country australia. It was reported that the patient experienced infusion set tape did not adhere properly to the skin and detached from the insertion site during use, and the event occured on (B)(6) 2026. No further information available.